Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of arthralgia ("arthralgias") in a (B)(6) year-old female patient who had essure (batch no. A47954) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis and hand operation (bilateral hand ligamentoplasty (8 surgeries)). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 days after insertion of essure, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced osteoarthritis ("hand and wrist arthrosis"). The patient was treated with surgery (essure removal, conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia and osteoarthritis outcome was unknown. The reporter considered arthralgia and osteoarthritis to be related to essure. The reporter commented: the reporter stated that essure caused or contributed to the adverse events. Removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in france. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-jan-2018 for the following meddra pt: arthralgia: the analysis in the global safety database revealed 137 cases . Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-dec-2017: similar incident listing attached and case updated accordingly. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of arthralgia ("arthralgias") in a (B)(6) year-old female patient who had essure (batch no. A47954) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis, hand operation (bilateral hand ligamentoplasty (8 surgeries)) and bicornuate uterus. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 days after insertion of essure, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). In 2017, the patient experienced uterine leiomyoma ("2 subserous myoma were observed one of 0.9 cm of diamter and the other one of 2 cm"). On an unknown date, the patient experienced osteoarthritis ("hand and wrist arthrosis"). The patient was treated with surgery (essure removal, conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia, osteoarthritis and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered arthralgia and osteoarthritis to be related to essure. The reporter commented: the reporter stated that essure caused or contributed to the adverse events. Removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 23-jan-2018 for the following meddra pt: arthralgia: the analysis in the global safety database revealed 140 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-jan-2018: anatomopathology results provided. Medical history and events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of arthralgia ("arthralgias"), the second episode of joint dislocation ("dislocation of the right thumb"), pain in extremity ("painful phenomena to the dorsal aspect of the carpus/ disabling pain in her right wrist"), chondropathy ("decompensation due to stage 3 slac wrist with radiocarpal and mediocarpal chondropathy"), the first episode of osteoarthritis ("rhizarthrosis with subluxation"), the first episode of joint dislocation ("rhizarthrosis with subluxation") and arthrodesis ("arthrodesis of the four bones on her left hand") in a 39-year-old female patient who had essure (batch no: a47954) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "breakage of a screw was regrettable requiring a new osteosynthesis to be performed" (seriousness criterion medically significant). The patient's medical history included breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis, hand operation (bilateral hand ligamentoplasty (8 surgeries) and bicornuate uterus. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of arthralgia (seriousness criteria medically significant and intervention required), 3 days after insertion of essure. In september 2013, the patient experienced the second episode of arthralgia ("pains in the right wrist in the trapezio-metacarpal area") and wrist deformity ("trapezio-metacarpal deformity"). In april 2014, the patient experienced complex regional pain syndrome ("syndrome of algodystrophy") and chondropathy (seriousness criterion medically significant). In february 2016, the patient experienced the third episode of arthralgia ("very disabling pain of the left"). In march 2016, the patient experienced the first episode of osteoarthritis (seriousness criterion medically significant) and the first episode of joint dislocation (seriousness criterion medically significant). In 2017, the patient was found to have uterine leiomyoma ("2 subserous myoma were observed one of 0.9 cm of diamter and the other one of 2 cm"). On an unknown date, the patient experienced the second episode of osteoarthritis ("hand and wrist arthrosis"), the second episode of joint dislocation (seriousness criterion medically significant) and pain in extremity (seriousness criterion disability) and underwent arthrodesis (seriousness criterion medically significant). The patient was treated with palliative care (arthrodesis and osteosynthesis) and surgery (essure removal, conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of osteoarthritis, uterine leiomyoma, wrist deformity, pain in extremity, complex regional pain syndrome, chondropathy, the last episode of arthralgia and arthrodesis outcome was unknown and the last episode of joint dislocation was resolving. The reporter considered arthrodesis, chondropathy, complex regional pain syndrome, pain in extremity, uterine leiomyoma, wrist deformity, the first episode of arthralgia, the first episode of joint dislocation, the first episode of osteoarthritis, the second episode of arthralgia, the second episode of joint dislocation, the second episode of osteoarthritis and the third episode of arthralgia to be related to essure. The reporter commented: before essure placement, she was in good general health. The pins were removed in jan-2014. Improvement of the thumb was good but the patient complained of painful phenomena to the dorsal aspect of the carpus. She was put on sick leave. In feb-2016, the physician confirmed that healing of the right wrist was good. Because of migration of one of the pins, they were removed on (B)(6) 2016. The pain was persistent despite having undergone multiple operations. The implants were removed in nov-2017 with improvement in the joints situation, and she resumed work part-time on health grounds. However, considering the deterioration of her hands, she has had to be put back on sick leave. The patient is justified in seeking the appointment of a legal expert who specializes in medical liability. The reporter stated that essure caused or contributed to the adverse events. Removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in france. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pathology test: on (B)(6) 2017: macroscopy: 2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm. Myoma of 2 cm of diamter was in a state of necrobiosis in its center. Conclusion: total conservative hysterectomy and bilateral salpingectomy . Adenomyosis and uterin leiomyoma. There was no histological sign of malignancy. There was no tubal anomaly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: information received from the legal department (summons). Before essure placement, she was in good general health. Then, serious disorders in the upper limbs were reported: in sep-2013, the patient consulted with physcian because of pains in the right wrist and in the trapezio-metacarpal area. Clinically, a trapezio-metacarpal deformity was noted. An operation involving dislocation of the right thumb was performed on (B)(6) 2013. The pins were removed in jan-2014. Improvement of the thumb was good but the patient complained of painful phenomena to the dorsal aspect of the carpus. She was put on sick leave. From apr-2014, physician reported a syndrome of algodystrophy as well as decompensation due to stage 3 slac wrist with radiocarpal and mediocarpal chondropathy. The patient consulted him on numerous occasions because of the disabling pain in her right wrist. In apr-2015, an arthrodesis of the right carpus was performed. Breakage of a screw was regrettable, requiring a new osteosynthesis to be performed. In feb-2016, the physician confirmed that healing of the right wrist was good but the patient complained of very disabling pain of the left. The medical examination performed in mar-2016 showed rhizarthrosis with subluxation, which was operated on in may-2016. Because of migration of one of the pins, they were removed on (B)(6) 2016. The pain was persistent despite having undergone multiple operations. The patient then underwent arthrodesis of the four bones on her left hand. The implants were removed in nov-2017 with improvement in the joints situation, and she resumed work part-time on health grounds. However, considering the deterioration of her hands, she has had to be put back on sick leave. The patient is justified in seeking the appointment of a legal expert who specializes in medical liability. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('arthralgias'), adenomyosis ('polyadenomatus bihorn uterus'), dislocated thumb ('dislocation of the right thumb'), pain in extremity ('painful phenomena to the dorsal aspect of the carpus/ disabling pain in her right wrist'), chondropathy ('decompensation due to stage 3 slac wrist with radiocarpal and mediocarpal chondropathy'), device breakage ('breakage of a screw was regrettable requiring a new osteosynthesis to be performed'), rhizarthrosis ('rhizarthrosis with subluxation'), joint subluxation ('rhizarthrosis with subluxation') and arthrodesis ('arthrodesis of the four bones on her left hand') in a 39-year-old female patient who had essure (batch no. A47954) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis, hand operation (bilateral hand ligamentoplasty (8 surgeries)) and bicornuate uterus. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), 3 days after insertion of essure. In (B)(6) 2013, the patient experienced the first episode of arthralgia ("pains in the right wrist in the trapezio-metacarpal area") and wrist deformity ("trapezio-metacarpal deformity"). In (B)(6) 2014, the patient experienced complex regional pain syndrome ("syndrome of algodystrophy") and chondropathy (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the second episode of arthralgia ("very disabling pain of the left"). In (B)(6) 2016, the patient experienced rhizarthrosis (seriousness criterion medically significant) and joint subluxation (seriousness criterion medically significant). In 2017, the patient was found to have uterine leiomyoma ("2 subserous myoma were observed one of 0.9 cm of diamter and the other one of 2 cm / leyomyomatosis without tubal abnormalities"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), hand osteoarthritis ("hand and wrist arthrosis"), dislocated thumb (seriousness criterion medically significant), pain in extremity (seriousness criterion disability) and device breakage (seriousness criterion medically significant) and underwent arthrodesis (seriousness criterion medically significant). The patient was treated with palliative care (arthrodesis and osteosynthesis) and surgery (essure removal, conservative hysterectomy and bilateral salpingectomy and conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia, adenomyosis, hand osteoarthritis, uterine leiomyoma, wrist deformity, pain in extremity, complex regional pain syndrome, chondropathy, device breakage, the last episode of arthralgia, rhizarthrosis, joint subluxation and arthrodesis outcome was unknown and the dislocated thumb was resolving. The reporter considered adenomyosis, arthralgia, arthrodesis, chondropathy, complex regional pain syndrome, device breakage, joint subluxation, pain in extremity, rhizarthrosis, uterine leiomyoma, wrist deformity, dislocated thumb, hand osteoarthritis, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: before essure placement, she was in good general health. The pins were removed in (B)(6) 2014. Improvement of the thumb was good but the patient complained of painful phenomena to the dorsal aspect of the carpus. She was put on sick leave. In (B)(6) 2016, the physician confirmed that healing of the right wrist was good. Because of migration of one of the pins, they were removed on (B)(6) 2016. The pain was persistent despite having undergone multiple operations. The implants were removed in (B)(6) 2017 with improvement in the joints situation, and she resumed work part-time on health grounds. However, considering the deterioration of her hands, she has had to be put back on sick leave. The patient is justified in seeking the appointment of a legal expert who specializes in medical liability. The reporter stated that essure caused or contributed to the adverse events. Removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in france. There is a different date of the essure insertion from the previous source document: (B)(6) 2013. The lawyer reported that in summary, it appears that the rheumatologic disease described cannot be linked to essure but is highly probably a professional disease linked to the repetitive manual job of the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pathology test - on (B)(6) 2017: macroscopy: 2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm. Myoma of 2 cm of diamter was in a state of necrobiosis in its center. Conclusion: total conservative hysterectomy and bilateral salpingectomy . Adenomyosis and uterin leiomyoma. There was no histological sign of malignancy. There was no tubal anomaly. Ultrasound pelvis - in (B)(6) 2017: essure was correctly positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2021: a new reporter (lawyer), lab data and a new adverse event were added: polyadenomatus bihorn uterus and described as one of the causes of essure removal. We received a lot number/returned sample in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('arthralgias'), adenomyosis ('polyadenomatus bihorn uterus'), dislocated thumb ('dislocation of the right thumb'), pain in extremity ('painful phenomena to the dorsal aspect of the carpus/ disabling pain in her right wrist'), chondropathy ('decompensation due to stage 3 slac wrist with radiocarpal and mediocarpal chondropathy'), device breakage ('breakage of a screw was regrettable requiring a new osteosynthesis to be performed'), rhizarthrosis ('rhizarthrosis with subluxation'), joint subluxation ('rhizarthrosis with subluxation') and arthrodesis ('arthrodesis of the four bones on her left hand') in a 39-year-old female patient who had essure (batch no. A47954) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis, hand operation (bilateral hand ligamentoplasty (8 surgeries)) and bicornuate uterus. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), 3 days after insertion of essure. In (B)(6) 2013, the patient experienced the first episode of arthralgia ("pains in the right wrist in the trapezio-metacarpal area") and wrist deformity ("trapezio-metacarpal deformity"). In (B)(6) 2014, the patient experienced complex regional pain syndrome ("syndrome of algodystrophy") and chondropathy (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the second episode of arthralgia ("very disabling pain of the left"). In march 2016, the patient experienced rhizarthrosis (seriousness criterion medically significant) and joint subluxation (seriousness criterion medically significant). In 2017, the patient was found to have uterine leiomyoma ("2 subserous myoma were observed one of 0.9 cm of diamter and the other one of 2 cm / leyomyomatosis without tubal abnormalities"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), hand osteoarthritis ("hand and wrist arthrosis"), dislocated thumb (seriousness criterion medically significant), pain in extremity (seriousness criterion disability) and device breakage (seriousness criterion medically significant) and underwent arthrodesis (seriousness criterion medically significant). The patient was treated with palliative care (arthrodesis and osteosynthesis) and surgery (essure removal, conservative hysterectomy and bilateral salpingectomy and conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia, adenomyosis, hand osteoarthritis, uterine leiomyoma, wrist deformity, pain in extremity, complex regional pain syndrome, chondropathy, device breakage, the last episode of arthralgia, rhizarthrosis, joint subluxation and arthrodesis outcome was unknown and the dislocated thumb was resolving. The reporter considered adenomyosis, arthralgia, arthrodesis, chondropathy, complex regional pain syndrome, device breakage, joint subluxation, pain in extremity, rhizarthrosis, uterine leiomyoma, wrist deformity, dislocated thumb, hand osteoarthritis, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: before essure placement, she was in good general health. The pins were removed in (B)(6) 2014. Improvement of the thumb was good but the patient complained of painful phenomena to the dorsal aspect of the carpus. She was put on sick leave. In (B)(6) 2016, the physician confirmed that healing of the right wrist was good. Because of migration of one of the pins, they were removed on (B)(6) 2016. The pain was persistent despite having undergone multiple operations. The implants were removed in (B)(6) 2017 with improvement in the joints situation, and she resumed work part-time on health grounds. However, considering the deterioration of her hands, she has had to be put back on sick leave. The patient is justified in seeking the appointment of a legal expert who specializes in medical liability. The reporter stated that essure caused or contributed to the adverse events. Removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in france. There is a different date of the essure insertion from the previous source document: (B)(6) 2013. The lawyer reported that in summary, it appears that the rheumatologic disease described cannot be linked to essure but is highly probably a professional disease linked to the repetitive manual job of the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pathology test - on (B)(6) 2017: macroscopy: 2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm. Myoma of 2 cm of diamter was in a state of necrobiosis in its center. Conclusion: total conservative hysterectomy and bilateral salpingectomy . Adenomyosis and uterin leiomyoma. There was no histological sign of malignancy. There was no tubal anomaly.. Ultrasound pelvis - in (B)(6) 2017: essure was correctly positioned. Lot number: a47954 manufacturing date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and subsequently by lawyer and describes the occurrence of arthralgia ('arthralgias'), adenomyosis ('polyadenomatus bihorn uterus'), dislocated thumb ('dislocation of the right thumb'), pain in extremity ('painful phenomena to the dorsal aspect of the carpus/ disabling pain in her right wrist'), chondropathy ('decompensation due to stage 3 slac wrist with radiocarpal and mediocarpal chondropathy'), device breakage ('breakage of a screw was regrettable requiring a new osteosynthesis to be performed'), rhizarthrosis ('rhizarthrosis with subluxation'), joint subluxation ('rhizarthrosis with subluxation') and arthrodesis ('arthrodesis of the four bones on her left hand') in a 39-year-old female patient who had essure (batch no. A47954) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nephrolithiasis (two micro-stones in lower part of left renal area) on (B)(6) 2021, tissue calcification nos (in upper part of greater trochanter of left hip) on (B)(6) 2021, breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis, hand operation (bilateral hand ligamentoplasty (8 surgeries)) and bicornuate uterus. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), 3 days after insertion of essure. In (B)(6) 2013, the patient experienced the first episode of arthralgia ("pains in the right wrist in the trapezio-metacarpal area") and wrist deformity ("trapezio-metacarpal deformity"). In (B)(6) 2014, the patient experienced chondropathy (seriousness criterion medically significant) and complex regional pain syndrome ("syndrome of algodystrophy"). In (B)(6) 2016, the patient experienced the second episode of arthralgia ("very disabling pain of the left wrist"). In (B)(6) 2016, the patient experienced rhizarthrosis (seriousness criterion medically significant) and joint subluxation (seriousness criterion medically significant). In 2017, the patient was found to have uterine leiomyoma ("2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm / leiomyomatosis without tubal abnormalities"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), dislocated thumb (seriousness criterion medically significant), pain in extremity (seriousness criterion disability), device breakage (seriousness criterion medically significant) and hand osteoarthritis ("hand and wrist arthrosis") and underwent arthrodesis (seriousness criterion medically significant). The patient was treated with palliative care (arthrodesis) and surgery (essure removal, conservative hysterectomy and bilateral salpingectomy, several surgeries were performed, conservative hysterectomy and bilateral salpingectomy and osteosynthesis). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia, adenomyosis, uterine leiomyoma, pain in extremity, chondropathy, device breakage, rhizarthrosis, joint subluxation, arthrodesis, hand osteoarthritis, wrist deformity, complex regional pain syndrome and the last episode of arthralgia outcome was unknown and the dislocated thumb was resolving. The reporter considered adenomyosis, arthralgia, arthrodesis, chondropathy, complex regional pain syndrome, device breakage, joint subluxation, pain in extremity, rhizarthrosis, uterine leiomyoma, wrist deformity, dislocated thumb, hand osteoarthritis, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: before essure placement, she was in good general health. The pins were removed in (B)(6) 2014. Improvement of the thumb was good but the patient complained of painful phenomena to the dorsal aspect of the carpus. She was put on sick leave. In (B)(6) 2016, the physician confirmed that healing of the right wrist was good. Because of migration of one of the pins, they were removed on (B)(6) 2016. The pain was persistent despite having undergone multiple operations. The implants were removed in (B)(6) 2017 with improvement in the joints situation, and she resumed work part-time on health grounds. However, considering the deterioration of her hands, she has had to be put back on sick leave. The patient is justified in seeking the appointment of a legal expert who specializes in medical liability.the reporter stated that essure caused or contributed to the adverse events. Removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in france. There is a different date of the essure insertion from the previous source document: (B)(6) 2013. The lawyer reported that in summary, it appears that the rheumatologic disease described cannot be linked to essure but is highly probably a professional disease linked to the repetitive manual job of the patient. On (B)(6) 2021 lawyer reported patient suffering from left painful scapho-lunate advanced collapse (slac) wrist and of stage 3 right rhizarthrosis and several surgeries were performed on (B)(6) 2013 trapezoid osteotomy, trapeziectomy with tendon interposition and ligamentoplasty; on (B)(6) 2014 removal of two temporary arthrodesis pins; on (B)(6) 2015 midcarpal arthrodesis, scaphoid resection, radial styloidectomy; on (B)(6) 2016 trapezoid osteotomy, trapeziectomy with tendon interposition and ligamentoplasty; on (B)(6) 2017 arthrolysis of the wrist, removal of osteosynthesis material, ecu stabilization, synovectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Abdominal x-ray - on (B)(6) 2021: plain abdomen xray to investigate presence or absence of essure: no remaining essure in pelvis or in the abdomen. Two micro-stones in projection of the lower part of the left renal area. Significant calcification of the soft tissues in the upper part of the greater trochanter of the left hip. Pathology test - on (B)(6) 2017: macroscopy: 2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm. Myoma of 2 cm of diamter was in a state of necrobiosis in its center. Conclusion: total conservative hysterectomy and bilateral salpingectomy . Adenomyosis and uterin leiomyoma. There was no histological sign of malignancy. There was no tubal anomaly. Ultrasound pelvis - in (B)(6) 2017: essure was correctly positioned. Lot number: a47954, manufacturing date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-nov-2021: information was received via lawyer: plain abdomen xray performed on (B)(6) 2021 indicated to investigate presence or absence of essure: no remaining essure in pelvis or in the abdomen. Two micro-stones in projection of the lower part of the left renal area. Significant calcification of the soft tissues in the upper part of the greater trochanter of the left hip. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by physician and subsequently by a lawyer and describes the occurrence of heavy menstrual bleeding ('moderate menorrhagia') and wrist deformity ('trapezio-metacarpal deformity') in a 39-year-old female patient who had essure (batch no. A47954) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis, hand operation (bilateral hand ligamentoplasty (8 surgeries)), bicornuate uterus, bone disorder nos, joint disorder nos, osteoarthritis and adenomyosis. Before essure placement she was in good general health. No contra-indication to essure insertion. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("arthralgias"), 3 days after insertion of essure. In (B)(6) 2013, the patient experienced the first episode of arthralgia ("pains in the right wrist in the trapezio-metacarpal area") and wrist deformity (seriousness criterion disability). In (B)(6) 2014, the patient experienced chondropathy ("decompensation due to stage 3 slac wrist with radiocarpal and mediocarpal chondropathy") and complex regional pain syndrome ("syndrome of algodystrophy"). In (B)(6) 2016, the patient experienced the second episode of arthralgia ("very disabling pain of the left wrist"). In (B)(6) 2016, the patient experienced joint subluxation ("rhizarthrosis with subluxation") and rhizarthrosis ("rhizarthrosis with subluxation"). In 2017, the patient was found to have uterine leiomyoma ("2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm / leiomyomatosis without tubal abnormalities"). On (B)(6) 2018, the patient experienced vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flushes") and menopausal symptoms ("pre-menopause"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), asthenia ("moderate asthenia"), adenomyosis ("polyadenomatus bihorn uterus"), dislocated thumb ("dislocation of the right thumb"), pain in extremity ("painful phenomena to the dorsal aspect of the carpus/ disabling pain in her right wrist"), hand osteoarthritis ("hand and wrist arthrosis") and rheumatic disorder ("chronic rheumatism"). The patient was treated with dietary measures and surgery (essure removal, conservative hysterectomy and bilateral salpingectomy and arthrodesis of the four bones on her left hand). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, asthenia, adenomyosis, uterine leiomyoma, vulvovaginal dryness, joint subluxation, pain in extremity, chondropathy, rhizarthrosis, hand osteoarthritis, wrist deformity, complex regional pain syndrome, menopausal symptoms and rheumatic disorder outcome was unknown, the arthralgia and the last episode of arthralgia had not resolved and the dislocated thumb was resolving. The reporter considered asthenia, heavy menstrual bleeding, hot flush, menopausal symptoms, rheumatic disorder and vulvovaginal dryness to be unrelated to essure. The reporter considered adenomyosis, arthralgia, chondropathy, complex regional pain syndrome, joint subluxation, pain in extremity, rhizarthrosis, uterine leiomyoma, wrist deformity, dislocated thumb, hand osteoarthritis, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: the reporter stated that essure caused or contributed to the adverse events. Essure removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in france. Discrepancy for date of essure insertion from the previous source document: (B)(6) 2013. The lawyer reported: in summary, it appears that the rheumatologic disease described cannot be linked to essure but is highly probably a professional disease linked to the repetitive manual job of the patient. On (B)(6) 2021 lawyer reported patient suffering from left painful scapho-lunate advanced collapse (slac) wrist and of stage 3 right rhizarthrosis, several surgeries performed on (B)(6) 2013 (trapezoid osteotomy, trapezectomy with tendon interposition and ligamentoplasty). On (B)(6) 2014 removal of two temporary arthrodesis pins; on (B)(6) 2015 midcarpal arthrodesis, scaphoid resection, radial styloidectomy; on (B)(6) 2016 trapezoid osteotomy, trapezectomy with tendon interposition and ligamentoplasty; on (B)(6) 2017 arthrolysis of the wrist, removal of osteosynthesis material, ecu stabilization, synovectomy. As per preliminary medical expert report of (B)(6) 2021: patient with bone and joint pathology prior to 2013. After essure insertion moderate menorrhagia and asthenia. On (B)(6) 2018 joint pain not improved. No causal relationship between essure and disorders experienced by the patient, which were due to previous health status including adenomyosis and severe arthrosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Abdominal x-ray - on (B)(6) 2021: plain abdomen x-ray to investigate presence or absence of essure: no remaining essure in pelvis or in the abdomen. Two micro-stones in projection of the lower part of the left renal area. Significant calcification of the soft tissues in the upper part of the greater trochanter of the left hip. Pathology test - on (B)(6) 2017: macroscopy: 2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm. Myoma of 2 cm of diameter was in a state of necrobiosis in its center. Conclusion: total conservative hysterectomy and bilateral salpingectomy. Adenomyosis and uterine leiomyoma. No histological sign of malignancy, no tubal anomaly. Ultrasound pelvis - in (B)(6) 2017: essure was correctly positioned. Lot number: a47954, manufacturing date: 2012-09, and expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-jan-2022: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by physician and subsequently by a lawyer and describes the occurrence of heavy menstrual bleeding ('moderate menorrhagia') and wrist deformity ('trapezio-metacarpal deformity') in a 39-year-old female patient who had essure (batch no. A47954) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis, hand operation (bilateral hand ligamentoplasty (8 surgeries)), bicornuate uterus, bone disorder nos, joint disorder nos, osteoarthritis and adenomyosis. Before essure placement she was in good general health. No contra-indication to essure insertion. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("arthralgias"), 3 days after insertion of essure. In (B)(6) 2013, the patient experienced the first episode of arthralgia ("pains in the right wrist in the trapezio-metacarpal area") and wrist deformity (seriousness criterion disability). In (B)(6) 2014, the patient experienced chondropathy ("decompensation due to stage 3 slac wrist with radiocarpal and mediocarpal chondropathy") and complex regional pain syndrome ("syndrome of algodystrophy"). In (B)(6) 2016, the patient experienced the second episode of arthralgia ("very disabling pain of the left wrist"). In (B)(6) 2016, the patient experienced joint subluxation ("rhizarthrosis with subluxation") and rhizarthrosis ("rhizarthrosis with subluxation"). In 2017, the patient was found to have uterine leiomyoma ("2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm / leiomyomatosis without tubal abnormalities"). On (B)(6) 2018, the patient experienced vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flushes") and menopausal symptoms ("pre-menopause"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), asthenia ("moderate asthenia"), adenomyosis ("polyadenomatus bihorn uterus"), dislocated thumb ("dislocation of the right thumb"), pain in extremity ("painful phenomena to the dorsal aspect of the carpus/ disabling pain in her right wrist"), hand osteoarthritis ("hand and wrist arthrosis") and rheumatic disorder ("chronic rheumatism"). The patient was treated with dietary measures and surgery (essure removal, conservative hysterectomy and bilateral salpingectomy and arthrodesis of the four bones on her left hand). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, asthenia, adenomyosis, uterine leiomyoma, vulvovaginal dryness, joint subluxation, pain in extremity, chondropathy, rhizarthrosis, hand osteoarthritis, wrist deformity, complex regional pain syndrome, menopausal symptoms and rheumatic disorder outcome was unknown, the arthralgia and the last episode of arthralgia had not resolved and the dislocated thumb was resolving. The reporter considered asthenia, heavy menstrual bleeding, hot flush, menopausal symptoms, rheumatic disorder and vulvovaginal dryness to be unrelated to essure. The reporter considered adenomyosis, arthralgia, chondropathy, complex regional pain syndrome, joint subluxation, pain in extremity, rhizarthrosis, uterine leiomyoma, wrist deformity, dislocated thumb, hand osteoarthritis, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: the reporter stated that essure caused or contributed to the adverse events. Essure removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in france. Discrepancy for date of essure insertion from the previous source document: (B)(6) 2013. The lawyer reported: in summary, it appears that the rheumatologic disease described cannot be linked to essure but is highly probably a professional disease linked to the repetitive manual job of the patient. On (B)(6) 2021 lawyer reported patient suffering from left painful scapho-lunate advanced collapse (slac) wrist and of stage 3 right rhizarthrosis, several surgeries performed on (B)(6) 2013 (trapezoid osteotomy, trapezectomy with tendon interposition and ligamentoplasty). On (B)(6) 2014 removal of two temporary arthrodesis pins; on (B)(6) 2015 midcarpal arthrodesis, scaphoid resection, radial styloidectomy; on (B)(6) 2016 trapezoid osteotomy, trapezectomy with tendon interposition and ligamentoplasty; on (B)(6) 2017 arthrolysis of the wrist, removal of osteosynthesis material, ecu stabilization, synovectomy. As per preliminary medical expert report of 23-dec-2021: patient with bone and joint pathology prior to 2013. After essure insertion moderate menorrhagia and asthenia. On (B)(6) 2018 joint pain not improved. No causal relationship between essure and disorders experienced by the patient, which were due to previous health status including adenomyosis and severe arthrosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Abdominal x-ray - on (B)(6) 2021: plain abdomen x-ray to investigate presence or absence of essure: no remaining essure in pelvis or in the abdomen. Two micro-stones in projection of the lower part of the left renal area. Significant calcification of the soft tissues in the upper part of the greater trochanter of the left hip. Pathology test - on (B)(6) 2017: macroscopy: 2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm. Myoma of 2 cm of diameter was in a state of necrobiosis in its center. Conclusion: total conservative hysterectomy and bilateral salpingectomy. Adenomyosis and uterine leiomyoma. No histological sign of malignancy, no tubal anomaly. Ultrasound pelvis - in (B)(6) 2017: essure was correctly positioned. Lot number: a47954. Manufacturing date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jan-2022: medical history updated, heavy menstrual bleeding, hot flush, vulvovaginal dryness, menopause, rheumatic disorder and asthenia added as events. Arthralgia downgraded to non-serious incident. Event "breakage of a screw was regrettable requiring a new osteosynthesis to be performed" was deleted since this related to complication of an independent intervention of the hand unrelated to essure. Event arthrodesis deleted since already captured as surgery specification of event wrist deformity. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('moderate menorrhagia'), osteoarthritis ('hand and wrist arthrosis / osteo-articular disorders of the hands and wrists') and wrist deformity ('trapezio-metacarpal deformity') in a 39-year-old female patient who had essure (batch no. A47954) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis, hand operation (bilateral hand ligamentoplasty (8 surgeries)), bicornuate uterus, bone disorder nos, joint disorder nos, osteoarthritis, adenomyosis, menstruation prolonged, nickel sensitivity and swelling of legs (beginning before 2013). Before essure placement she was in good general health. No contra-indication to essure insertion. Concurrent conditions included breast abscess, overweight, painful joints (beginning before 2013) and dyspareunia. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia after essure insertion"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia aggravated ("arthralgias / worsening of joint pain after essure insertion"), 3 days after insertion of essure. In 2013, the patient experienced osteoarthritis (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced the first episode of arthralgia ("pains in the right wrist in the trapezio-metacarpal area") and wrist deformity (seriousness criterion disability). In (B)(6) 2014, the patient experienced chondropathy ("decompensation due to stage 3 slac wrist with radiocarpal and mediocarpal chondropathy") and complex regional pain syndrome ("syndrome of algodystrophy"). In (B)(6) 2016, the patient experienced the second episode of arthralgia ("very disabling pain of the left wrist"). In (B)(6) 2016, the patient experienced joint subluxation ("rhizarthrosis with subluxation") and rhizarthrosis ("rhizarthrosis with subluxation / rhizarthrosis of the right thumb"). In 2017, the patient was found to have uterine leiomyoma ("2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm / leiomyomatosis without tubal abnormalities"). On (B)(6) 2018, the patient experienced vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flushes") and menopausal symptoms ("pre-menopause"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria hospitalization, medically significant and intervention required), asthenia ("moderate asthenia"), adenomyosis ("polyadenomatus bihorn uterus"), dislocated thumb ("dislocation of the right thumb"), pain in extremity ("painful phenomena to the dorsal aspect of the carpus/ disabling pain in her right wrist"), rheumatic disorder ("chronic rheumatism"), breast abscess ("left breast abscess"), headache ("headaches"), decreased appetite ("loss of appetite"), musculoskeletal pain ("muscle and joint pain") and abdominal pain ("abdominal pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with caffeine;papaver somniferum latex;paracetamol (lamaline), nefopam hydrochloride (acupan), paracetamol, prednisolone, dietary measures and surgery (essure removal, conservative hysterectomy and bilateral salpingectomy on (B)(6) 2017, surrgery on (B)(6)2014, arthrodesis of the four bones on her left hand and required multiple surgeries). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain and dyspareunia had resolved. In 2019, the hot flush had resolved. At the time of the report, the heavy menstrual bleeding, asthenia, adenomyosis, uterine leiomyoma, vulvovaginal dryness, joint subluxation, pain in extremity, chondropathy, rhizarthrosis, osteoarthritis, wrist deformity, complex regional pain syndrome, menopausal symptoms, rheumatic disorder, breast abscess, headache, decreased appetite and musculoskeletal pain outcome was unknown, the arthralgia aggravated and the last episode of arthralgia had not resolved and the dislocated thumb was resolving. The reporter considered asthenia, heavy menstrual bleeding, hot flush, menopausal symptoms, rheumatic disorder and vulvovaginal dryness to be unrelated to essure. The reporter considered abdominal pain, adenomyosis, arthralgia aggravated, breast abscess, chondropathy, complex regional pain syndrome, decreased appetite, dyspareunia, headache, joint subluxation, musculoskeletal pain, osteoarthritis, pain in extremity, uterine leiomyoma, wrist deformity, dislocated thumb, rhizarthrosis, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: the reporter stated that essure caused or contributed to the adverse events. Essure removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in france. Discrepancy for date of essure insertion from the previous source document: (B)(6) 2013. The lawyer reported: in summary, it appears that the rheumatologic disease described cannot be linked to essure but is highly probably a professional disease linked to the repetitive manual job of the patient. On (B)(6) 2021 lawyer reported patient suffering from left painful scapho-lunate advanced collapse (slac) wrist and of stage 3 right rhizarthrosis, several surgeries performed on (B)(6) 2013 (trapezoid osteotomy, trapezectomy with tendon interposition and ligamentoplasty). On (B)(6) 2014 removal of two temporary arthrodesis pins; on (B)(6) 2015 midcarpal arthrodesis, scaphoid resection, radial styloidectomy; on (B)(6) 2016 trapezoid osteotomy, trapezectomy with tendon interposition and ligamentoplasty; on (B)(6) 2017 arthrolysis of the wrist, removal of osteosynthesis material, ecu stabilization, synovectomy. As per preliminary medical expert report of (B)(6) 2021: patient with bone and joint pathology prior to 2013. After essure insertion moderate menorrhagia and asthenia. On (B)(6) 2018 joint pain not improved. No causal relationship between essure and disorders experienced by the patient, which were due to previous health status including adenomyosis and severe arthrosis. On (B)(6) 2021 an x-ray of the wrists and hands showed arthrodesis of the carpal bones on the left with one screw, arthrodesis of the carpal bones with five screws on the right. The distal joints were normal. Ultrasound found left ulnar extensor tendinosis, tendon instability due to physiological laxity and left carpal tunnel syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Abdominal x-ray - on (B)(6) 2021: plain abdomen x-ray to investigate presence or absence of essure: no remaining essure in pelvis or in the abdomen. Two micro-stones in projection of the lower part of the left renal area. Significant calcification of the soft tissues in the upper part of the greater trochanter of the left hip. Pathology test - on (B)(6) 2017: macroscopy: 2 subserous myoma were observed one of 0.9 cm of diameter and the other one of 2 cm. Myoma of 2 cm of diameter was in a state of necrobiosis in its center. Conclusion: total conservative hysterectomy and bilateral salpingectomy. Adenomyosis and uterine leiomyoma. No histological sign of malignancy, no tubal anomaly. Ultrasound pelvis - on (B)(6) 2013: control ultrasound was performed, results were not provided; in (B)(6) 2017: essure was correctly positioned; on (B)(6) 2017: remarkable. Lot number: a47954 manufacturing. Date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jan-2022: the follow information were include patient's details updated, medical history, lab test, other treatment products, new events: breast abscess, headaches, loss of appetite, arthromyalgia, dyspareunia, abdominal pain, onset date added to osteoarthritis, stop date added to hot flushes outcome updated to recovered/resolved we received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of arthralgia ("arthralgias") in a (B)(6) year-old female patient who had essure (batch no. A47954) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis and hand operation (bilateral hand ligamentoplasty (8 surgeries)). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 days after insertion of essure, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced osteoarthritis ("hand and wrist arthrosis"). The patient was treated with surgery (essure removal, conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia and osteoarthritis outcome was unknown. The reporter considered arthralgia and osteoarthritis to be related to essure. The reporter commented: the reporter stated that essure caused or contributed to the adverse events. Removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of arthralgia ("arthralgias") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast abscess, multiple cesarean sections (two c-sections), bone neoplasm (bone tumor on the left hip), carpal tunnel syndrome, arthrodesis and hand operation (bilateral hand ligamentoplasty (8 surgeries)). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 days after insertion of essure, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced osteoarthritis ("hand and wrist arthrosis"). The patient was treated with surgery (essure removal, conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the arthralgia and osteoarthritis outcome was unknown. The reporter considered arthralgia and osteoarthritis to be related to essure. The reporter commented: the reporter stated that essure caused or contributed to the adverse events. Removal was performed on patient's request due to arthralgia. Essure was not kept, implants were sent for pathological examination. The case was reported to the health authorities in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2017 for the following meddra pt: arthralgia: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.